Manufacturer narrative:
The sureform 60 stapler instrument and sureform 60 white reload used during this event were not received for failure analysis investigations. Videos provided by the customer of this event were reviewed. The first video shows the sureform 60 stapler instrument installed on universal surgical manipulator (usm) #1 and positioned on the target stomach tissue. The stapler instrument clamps and completes the fire with no pauses for compression using a white reload accessory. The stapler is unclamped and removed from the tissue. A distal portion of the staple line tissue appeared to remain caught on the sureform 60 white reload. A robotic grasper instrument was used to pull the tissue off the reload. Although visualization is limited, a portion consistent with a potentially exposed knife blade may have been protruding from the reload cartridge. A small amount of oozing was observed along both sides of the staple line. The stapler is removed from the cannula. The second video shows icg inspection of the leak performance following the fire. The staple logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 8 times and fired seven sureform 60 white reloads. On installs 1-3, and 6-8, all clamps were successful and the firings were each completed with no pauses for compression. On install 4, the first clamp was aborted by the user. The 2nd clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the stapler failed to engage with the system. The system logs show an error, with parameters indicating that the wrist pitch axis failed to engage. After install 8, the instrument was removed and not used in the procedure again. There were no additional stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument fired a sureform 60 white reload and formed an incomplete staple line. This event occurred on the third fire across the gastric pouch. This resulted in malformed and unformed staples in the staple line, as well as holes and gaps. Staples were missing from the staple line near the tip of the stapler reload. Additionally, the stapler reload was stuck to the tissue which required physically separating the tissue from the reload with the assistance of a robotic grasper instrument. The surgeon performed a leak test at the staple line, and it failed. To resolve this, the surgeon sewed over the staple line and then performed another leak test, which then passed. The surgeon reported no bleeding and no unplanned tissue excised due to the firing event. The procedure was completed as planned.